Event description:
It was reported that a physician completed a myosure procedure for uterine tissue removal. Subsequently, the physician "realized [a] perforation after the pathology was removed and was doing a final analysis of the cavity". There was no medical intervention required. "The pt is doing fine" and was discharged home.

Manufacturer narrative:
Additional device info: lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4).